Manufacturer narrative:
Other, other text: device evaluation: one level 1 trauma fast flow accessory was returned for analysis in used condition. Visual inspection showed damage on front cover at top left corner. Functional testing involved measuring the pressure output from the tower and testing the h1200 with pressure chambers. The investigation determined that a bent pressure needle was causing inaccurate pressure reading; however the cause of the issue was unable to be determined. The pressure gauge and front door cover were replaced.

Event description:
Information was received that the level 1 trauma fast flow accessory malfunctioned. It was reported that the device was in use for pressurized transfusion of blood. The reporter stated the device did not maintain the pressure needed for transfusion. No adverse effects to patient reported.